Event description:
It was reported that the stent moved on the balloon. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment but could not cross the lesion. During the procedure, it was noticed that the balloon was moving under the stent. No patient complications were reported as a result of this event.